Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The philips service engineer (se) inspected the device. The se replaced the touchscreen to address the issue and the ventilator was returned to service.

Event description:
It was reported that the touchscreen on the ventilator would not calibrate. There was no patient involvement. The event date was not specified; estimate used.